Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by a broken/missing piece from the chuck. 1 device was found to be affected by a broken drivetrain tip. 1 device had no problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had small pieces breaking off. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a fractured component. 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had small pieces breaking off. 3 events had no patient involvement; no patient impact.